Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 11/14/2017. Retain product was tested and functioning according to specification. Return product was not available.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2017, abbott point of care was contacted by a customer regarding I-stat eg7+ cartridges that yielded suspected discrepant crea result on a (B)(6) year old female patient admitted on (B)(6) 2017 for open heart procedure. There was no additional patient information available at the time of this report. Return product is not available for investigation. Date: time: method: hct: (B)(6) 2017, unk, I-stat, <15%. (B)(6) 2017, unk, I-stat, 27%. There are no injuries associated with this event. The investigation is underway.